Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had component, cord and cable were damaged, made excessive noise and was overheating. The device also failed pretests for visual assessment, loctite assessment, cable assessment, noise assessment and handpiece temperature assessment. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that a component on the motor device cord and cable were damaged, made excessive noise and was overheating. It was further determined that the device failed pretest for visual assessment, loctite assessment, cable assessment, noise assessment and handpiece temperature assessment. It was noted in the service order that the device was not working prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.